Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history for another report of a colleague infusion pump, it was discovered that failure code 807:05 occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. This is involving a pump with software version 5.09.90 which is categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause could not be determined at this time. The device will not be repaired at this time since it is a stay-in unit. Addtional: a service history review has been performed and the device had not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to trend for complaints reported for similar reported conditions.